Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report a clip opening while establishing final arm angle (efaa) and opening while locked. It was reported that a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) with grade of 4. A xtw clip was advanced to the mitral valve and a grasp was achieved at central a3/p3. After the lock line was removed and during establishing final arm angle (efaa), the clip opened. The physician continued to release the clip and the clip opened to about 30 degrees. Mr did not increase after release. A second clip was placed lateral to the first to further reduce mr to 2. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided. On (B)(6) 2022 the second implanted clip lateral to the cowl was observed to be detached from the posterior leaflet leaving a single leaflet device attachment (slda) of the anterior leaflet. The mr had increased to grade 4+ and tissue damage was suspected. A third clip was implanted lateral to the slda to stabilize and reduce mr to grade 2-3. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. The investigation was unable to determine a cause for the reported unintended movement of clip open during efaa and clip open while locked. Cine review: three (3) fluoroscopic videos taken during active use of the first cds (reported device) were provided. The first video (titled "img-0016-1") shows the distal cds with the delivery catheter (dc) extended and the clip is attached to the l-lock shaft of the delivery catheter (dc). The clip arms are fully closed such that the clip arms appear to be parallel to the l-lock shaft and the arm angle is potentially = 10°. This indicates the video was taken after the leaflets were grasped and the clip fully closed leading up to deployment maneuvers. As the video progresses the clip arms can be seen opening to ~10° at the 00:04 mark and then open again to ~20° at the 00:12 mark. Presumably, the video was taken during the efaa check conducted post lock line removal, aligning with the reported incidents details that the clip opened by an unspecified amount. The second and third videos (titled "img-0025-2" and "img-0026-3" respectively) both show the fully deployed clip, with no other device in view indicating the videos were taken post deployment and cds removal of the first cds (reported device) prior to using the second cds. In the videos, the clip arm angle appears to be ~20°, similar to the angle observed at the end of the first video; these are estimations based on visual assessment with the naked eye and cannot be confirmed. Based on the videos provided, there does not appear to be a significant amount of clip arm angle change pre and post mechanical separation from the l-lock shaft of the dc. Per the instructions for use the user should close the clip to maintain a distinct ¿v¿ shape" which equates to ~10° - 20°. A potential clip arm closure of = 10°, as observed in the first video, would require active tension on the clip by the internal actuator assembly and arm positioner, such that conducting efaa would expectantly result in the lock mechanism settling and the clip arms relaxing ~10°. There are no additional observations based on the videos provided. The device is included in the correction notice issued by abbott on 06 sep 2022 for clips not being able to establish final arm angle (efaa) and/or clip opening while locked (cowl) with the mitraclip and triclip delivery system(s).